Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin pushers did not hold the barrel pins. They slide out with gravity. No surgical delay.

Manufacturer narrative:
A review of complaint databases identified similar complaints received previously. A lot specific search was not possible as no lot numbers were received. It should be noted no devices were returned hence the complaint cannot be confirmed. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Product complaint # ==> (B)(4). Investigation summary ==> a review of complaint databases identified similar complaints received previously. A lot specific search was not possible as no lot numbers were received. It should be noted no devices were returned hence the complaint cannot be confirmed. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.